Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 275 g/m. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample that pertains to product code vcp345h was returned for analysis. Upon visual analysis of the opened sample, the needle was broken at the swage area. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached due to the sample needs additional evaluation. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Photo evaluation: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a winding former with the needle/suture undispensed. The needle is marked and slightly bent in the stamping area. Based on the photo review, no conclusion or root cause could be determined. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. It was reported that the needle had been found bent in the newly dispensed needle when preparing for surgery . Changed another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of the returned device, the needle was found to be broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: needle analysis: the product received for analysis was identified as product code vcp345h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the body of the needle. The needle was received in one piece, as the crack only went partially through the needle. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Additionally, evidence of high temperature exposure was noted. The unique cone shape of the fractured region may be indicative of the region at the interface between the needle body and suture attachment region. Portions of the failure were ductile fracture. "The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle.  There is no evidence of any material flaw that would cause premature failure. The needle breakage was confirmed.